Event description:
Customer reported collimator would not work properly. No patient was injured and no patient data was given.

Manufacturer narrative:
Gehc surgery service personnel found and repaired a broken wire in the hv cable. Unit is functional and operates as intended.